Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 500 mg/dl. The customer stated that she also suffers from gastroparesis. The customer stated that she had been treating a urinary tract infection for about a month, and it was very difficult to control her blood glucose because her gastroparesis had flared up. After being released from the hospital, the customer went home and began vomiting that night. The customer stated that she went to her doctor, and he re-admitted her into the hospital. The customer continued vomiting, and had stomach pain. The customer couldn't hold down any liquids. The customer stated that no infections were found, and it may have all been due to her gastroparesis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.